Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent a lapidus procedure in (B)(6) 2018 where a dynanite niti staple, ar-8719ds-2020 was implanted into her right foot. About four months post-op, the patient scheduled an appointment with her surgeon as the dynamite staple had broken. Additional information has been requested. Additional information provided (B)(4) 2018: original dos was (B)(6) 2018. The patient came to the surgeon with normal symptoms of pain related to hallux valgus. The revision was done (B)(6) 2018. The staple was removed. To be noted, according to the surgeon, the patient experienced a non union, and contributed to the breaking of the staple due to the fact that the joint was still in motion months after surgery.